Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. In this case, since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Additionally, the lesion was mildly calcified and 90% stenosed, which may have contributed to the reported difficulty. It is possible that the balloon material was damaged (scratched) from interactions with other devices and/or the calcified lesion such that upon inflation attempt, the balloon ruptured. Ultimately, return of the voyager nc may have aided the investigation in determining a cause for the experienced rupture. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing for balloon rupture pressure met manufacturing criteria. Based on the information received with this complaint and without the product to examine, a definitive cause for the reported balloon rupture cannot be determined. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated balloon pressure and balloon integrity.

Event description:
It was reported that the target lesion was a bifurcation with 90% stenosis in the mid left anterior descending with no tortuosity and mild calcification. A non-abbott guide wire was placed and pre-dilatation was attempted with the 3.0 x 15 mm voyager nc, but it ruptured during the first inflation of 20 seconds at 12 atmospheres. A 3.0 x 15 mm non-abbott balloon was used and the procedure was completed. No adverse patient effects were reported. No additional information was provided.